Event description:
It was reported that while ventilator was cycling on a patient, it would intermittently delivery excess 02. The ventilator was taken off the patient, the pt was bagged and swapped out with another ventilator. It was discovered that the 02 module was defective. The customer was sent an orange "cc" sticker. There was no patient injuries. Switch settings and alarm status, at the time of the reported incident, are unknown. This complaint was generated from a call screening.